Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. He stated that the insulin pump scrolled down the menu on its own, and the backlight was turning on by itself. He noted that the keypad did not respond to pressing and the device scrolled without input. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were found. The back light functioned properly and no display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.